Event description:
It was reported the patient presented in clinic with discomfort due to phrenic nerve stimulation. Surgery was performed to reposition the lead, but the lead helix would not extend after being retracted. The lead was explanted and replaced without issue. The patient was stable throughout.